Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm and insulin pump error alarm. The customer¿s blood glucose level was 4.9 mmol/l. Customer reported they were able to clear the alarm. Assisted customer with performing displacement test. Customer stated the insulin pump was not dropped or bumped. Customer stated that alarm occurred during bolus delivery. Customer was assisted with rewinding the insulin pump. Customer reported that insulin pump error occurred during rewind. Customer was assisted with performing self test and the insulin pump alarmed with hardware low level failure alarm. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.